Event description:
It was reported a patient experienced and was hospitalized for 27 days for peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient started treatment with intraperitoneal (ip) injections of cefazoline, 1g, twice a day and gentamycin 40mg, twice a day. Antibiotic therapy was completed after three weeks of treatment. The cause of peritonitis was not reported. At the time of this report, the patient was recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.